Manufacturer narrative:
Zimvie complaint number (B)(4). Ilpc443u, certain® low profile one-piece abutment 4.1mm(d) x 3mm(h) lot 2022090262.

Event description:
Doctor reported fracture of multiunit screws tightened at 10 n. Placement date: (B)(6) 2025, removal date: (B)(6) 2026.